Event description:
It has been reported to philips that the system has low fluoroscopy flavor, fluoroscopy is grainy, and no exposure is possible. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and found that the system had low fluoroscopy flavor, fluoroscopy was grainy, and no exposure was possible. The rse checked the system and suggested the customer for the onsite service. No work has been performed by philips as the customer didn't respond to the onsite service request. Hence, the requested quote was cancelled by philips. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.